Manufacturer narrative:
(B)(6). The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown".

Event description:
Healthcare professional reported capsular contracture baker grade unknown against the right side device. The device remains implanted.